Event description:
It was reported that during a cholecystectomy procedure, the clip was ejected from the first clipping. Another device was used to complete the case. There were no adverse consequences to the patient. The device was discarded.

Manufacturer narrative:
(B) (4). Information is unavailable; device was not returned for eval.